Manufacturer narrative:
Because the product will not be returned for evaluation, we are unable to determine if a product malfunction or defect occurred that would have contributed to the customer's high blood glucose. The omnipod's user guide cautions, "use only new aaa alkaline batteries to power the pdm. Never use old or used batteries; the pdm may not work properly." On average, new batteries power the pdm for 4 weeks and the pdm automatically alerts users to change the batteries when the battery power gets low. The lot was found to have met all acceptance criteria.

Event description:
Customer reported that the batteries in his pdm have been draining each day. He went to the emergency room to lower his blood glucose level which was in the 400mg/dl range. He reported that his stomach felt acidic. He inferred that it may be due to the pdm not delivering his bolus dose of insulin property. The customer mentioned that he would call back if the device continues to have insufficient battery life. The product will not be returned for evaluation.